Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port failed to allow co2 insufflation when connected to the co2 line. Customer confirmed the co2 flows through the wall co2 tubing line but when connected to the btt port an occlusion/obstruction would stop the co2 flow. They opened a new kit and the new btt worked fine. They completed the procedure with no further incident. No customer injury.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure modes. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device testing of raw/starting materials: (10 / 4105/213/67) the device was returned to the factory for evaluation on 03/25/2022. An investigation was conducted on 04/05/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the body of the btt. There were no visual defects observed on the btt. A mechanical evaluation was conducted on the btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed.